Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. The customer experienced a "headache" and high readings of 599. The customer self-treated with 32 units of toujeo and 15 units of novolog insulin and later self presented at the hospital where an unspecified intravenous and unspecified injection were administered by the healthcare provider. There was no report of death or permanent impairment associated with this event.

Event description:
A ¿replace sensor¿ message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced a "headache" and self-treated with 32 units of toujeo insulin and 15 units of novolog insulin and was later seen at a hospital where treatment of insulin via intravenous infusion was administered for a diagnosis of hyperglycemia . There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section(s) updated as follows: b2 - outcomes attributed to ae: removed hospitalization. B5 - describe event or problem: updated to correctly reflect details of event. E1 - facility name: removed. H6 - health effect impact code: removed f08.

Event description:
A ¿replace sensor¿ message was reported with the adc device and customer was unable to obtain readings. As a result, the customer experienced a "headache" and self-treated with 32 units of toujeo insulin and 15 units of novolog insulin and was later seen at a hospital where treatment of insulin via intravenous infusion was administered for a diagnosis of hyperglycemia . There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section b3 (date of event) was missing in follow up report #1. Correction has been made.